Event description:
On (B)(6) 2013, it was reported that the explanted devices would be returned. The lead and generator were returned on (B)(6) 2013 and are currently undergoing product analysis.

Event description:
Clinic notes dated (B)(6) 2012, indicated that the patient had not had a seizure in approximately a year. The generator was recently replaced and the patient's mood was reported to be better since the stimulator was placed. The patient reported that she did not feel any stimulation though the setting has been relatively low. The patient was previously at 2.0 ma and the device was currently at 0.75 ma. The device was interrogated on this date and found be at the previously prescribed settings. The output current was increased to 1.0 ma; however, a lead test performed after the increase indicated high impedance. The normal mode and magnet mode output currents were programmed to 0 ma. Radiology notes from the physician (dated (B)(6) 2012) indicated that, upon review of pa and lateral chest x-rays, no obvious change in the electrode lead extending from the battery pack on the left. The top of the wire seemed to be within the supraclavicular region on the left and the anterior paracervical soft tissue area. The indication was possible vns lead displacement. The findings were that the old study of (B)(6) 2011, revealed a battery pack over the left anterior chest wall, with small leads extending to the lower paracervical region on the left. The wire was looped in the supraclavicular area. The exam on (B)(6) 2012, showed the same looped appearance of the electrode overlying the left supraclavicular paravertebral region. The lungs were clear without plural effusion. An implant card, received on (B)(6) 2012, indicated that the patient underwent total revision on (B)(6) 2012. Follow up showed that the generator was replaced to be compatible with the patient's new single-pin lead. Attempts for product return have been unsuccessful as a manufacturer's consultant stated that the explanted devices were believed to have been disposed of. A review of the patient's programming history showed data for three dates: (B)(6) 2012 (date of generator revision), (B)(6) 2012. A system diagnostic on (B)(6) 2012, showed normal results. No diagnostic are were performed at the (B)(6) 2012 appointment. A battery life calculation on (B)(6) 2012, resulted in 17.95 years to eri=yes. It was also shown that the device was disabled on (B)(6) 2012.

Event description:
In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. An analysis was performed on the returned lead portions. Note that the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. What appeared to be white deposits were observed on the marked connector boot. Eds (energy dispersion spectroscopy) was performed and identified the deposit as containing silicon, phosphorus, sodium and calcium. Abrasions were also identified in multiple locations, possibly caused by wear. No obvious anomalies were noted except for the set of setscrew marks found near the end of the unmarked connector pin indicating the pin had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the unmarked connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. There is no evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the stated allegations of a lead fracture.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Description of event, corrected data: previously submitted MDR inadvertently omitted from physician notes. This report is being submitted to correct this information. Analysis of programming history.

Event description:
It was reported by a company representative that high impedance was received at a follow-up appointment. The patient had recently undergone battery replacement surgery and diagnostics were not performed post op. The patient also indicated that she was unable to perceive stimulation as she used to. Additional information from the area representative indicated the patient's generator was programmed off due to the reported high lead impedance. No patient manipulation or trauma were reported to have had contributed to the event. X-rays were taken and sent to the manufacturer for review. Review of x-rays indicated the generator placement appeared to be normal. The leads appeared to be fully inserted inside the connector block. The filter feed-thrus appeared to be intact. The placement of the electrodes was not assessed as x-ray images were not made of the neck area. There was some lead behind the generator which could not be assessed. No acute angles or lead discontinuities were observed in the chest area that was visible. However, the neck and upper chest area was not evaluated based on lack of x-ray views. At the moment, attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned but did not cause or contribute to a death or serious injury.